Manufacturer narrative:
The reported device is not being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, trs175sb2, ancr tissue retrieval system, 15mm, 1200ml (3/bx), was being used during a laparoscopic cholecystectomy procedure on (B)(6) 23 when it was reported, ¿metal piece from anchor bag fell off in patient ¿. Further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. The procedure was completed with no report of a delay. There was no report of patient or user impact, medical intervention, or extended hospitalization. This report is being raised on the basis of injury due to possible fragmentation remaining in the patient¿s body.

Event description:
The customer reported that the device, trs175sb2, ancr tissue retrieval system, 15mm, 1200ml (3/bx), was being used during a laparoscopic cholecystectomy procedure on (B)(6) 2023 when it was reported, ¿metal piece from anchor bag fell off in patient ¿. Further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. The procedure was completed with no report of a delay. There was no report of patient or user impact, medical intervention, or extended hospitalization. This report is being raised on the basis of injury due to possible fragmentation remaining in the patient¿s body.

Manufacturer narrative:
The device will not be returned and no photographic evidence has been provided therefore the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. We will continue to monitor for trends through the complaint system to assure patient safety.